Event description:
Voluntary medwatch report received reported that the patients bundle of his lead exhibited infection. A revision was performed and the pacemaker along with the right atrial (ra) lead were explanted while the bundle of his lead remains in service. No additional adverse patient effects were reported.